Event description:
Nurse reported that after a flush, the clave silicone seal remained depressed. Blood came up the tubing and dripped out of the port. Then the silicone seal popped back up and closed. The device had been placed on a new IV site and the event occurred with the first flush. No pt harm was reported.